Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of peritonitis, chronic nausea that got worse, and chronic vomiting that got worse in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced chronic nausea and vomiting intermittently and it got worse. The patient's transfer set was then changed. On (B)(6) 2012, the patient experienced peritonitis, which did not require hospitalization. The cause of peritonitis was unknown. The patient was treated with cefazolin and fortaz. The patient was recovering from the peritonitis. The outcome for the events of chronic nausea and chronic vomiting that got worse was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891093 and gd890525 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.